Event description:
It was reported that a lead fracture was identified during generator replacement surgery. Both the lead and generator were then replaced. There was no known trauma or patient manipulation that could have caused or contributed to the lead fracture. It was reported that the explanted facility discarded the explanted devices and that they would not be returned for analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.